Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that the signia adapter was received with a reload attached with a broken reload adapter. Functionally, the reload could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The blue unload switch could only be depressed partially. The signia adapter had 38 of 50 procedures remaining. The firing rod was noted to be out of home position. The adapter was connected to a handle and the device entered emergency retract mode and displayed the remove reload screen. The blue unload switch could now be fully depressed. The reload was still unable to be removed. The adapter was removed from the handle and partially taken apart to allow the reload to be removed. The articulation mechanism was found to be out of home position. The adapter was reconnected to the handle, and the device calibrated correctly. An rpa reload was now able to be attached to the adapter and was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. The signia adapter was reconnected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. No new errors were recorded. It was reported that the jaws will not open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that it was difficult to unload. The reported issue was confirmed the product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: uart error. Functionally, there was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open; reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, the adapter and reload could not be removed. When removing the reload, not from the tissue, the jaws would not opened. Treatment intervention was not performed and necessary. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#unknown); sigphandle, sig power sigphandle handle (sn: unknown); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.